Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. X-rays were performed; however, no anomalies were observed. Troubleshooting was attempted to be performed; however, all vectors were unable to be successfully adjusted. Technical services recommended to explant and replace the whole system. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that this s-ICD system was explanted. No additional adverse patient effects were reported.